Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The registered nurse reported via phone call that customer was hospitalized because of cardiac surgery on unknown date. Customer¿s had low blood glucose level was 52 mg/dl. It was stated that they disconnected the customer from insulin pump since last night because blood glucose level was dropping the insulin pump will not be returned for analysis.